Event description:
The advia centaur xp runtime report shows two different sample ids (sids) with the same name. The computer screen that is used to verify the patient results has the correct names associated with the correct sids. The samples were repeated on another advia centaur and the names and results were correct on the runtime report printouts and matched what was displayed on the computer screen. No patient results were reported to the physician. There were no known reports of adverse health consequences or intervention due to the two different sids with the same name on the runtime report.

Manufacturer narrative:
A siemens technical service consultant (tsc) evaluated the instrument data. The cause of the incorrect name on the runtime report is unknown. The information technology (it) specialist from the customer site rebooted the system and no other occurrences were observed involving an incorrect name on the runtime report. The instrument is performing according to specifications. No further evaluation of the system is required.